Manufacturer narrative:
Although a fracture on the nose cone of the tunneling bullet was confirmed through the evaluation of the returned tunneling bullet, a specific cause for the observed fracture could not conclusively be determined through this evaluation. Scanning electron microscopy and energy-dispersive x-ray spectroscopy and micro-fourier transform infrared was performed on the observed failure site. Analysis of the tunneling bullet confirmed the material used as polyacetal. No voids or irregularities were identified in the tunneling bullet. Fracture patterns along the planar surface of the fracture site indicate that the tunneling bullet failure was caused by torsional stress which was originated at the thru hole. The presence of titanium along the failure plane along with the fracture patterns observed at the failure site indicate a tool may have been used in a manner not outlined by approved labeling which could have caused the observed fracture. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the tunnel cap cracked and broke while the surgeon was securing the cap to the driveline prior to tunneling through the skin. The inflow and outflow graft were in place. The surgeon attempted to use the chest tube and a sterile glove prior to using a pen rose drain to protect the driveline. The exit site became enlarged due to the inability to use the tunneler. The patient was reported to be asymptomatic throughout the event.

Manufacturer narrative:
The event occurred during implant. The tunneling bullet was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.